Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): both axium devices and the phenom catheter were all returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Damage location details: the phenom catheter was returned damaged. The phenom hub was found to be cut off and not returned. No kinks or bends were found with the catheter body. The distal tip was found to be damaged upon inspection. No other anomalies were observed. Testing/analysis (ftir/sem reports): no testing was performed on the catheter due to the damage condition the device was retuned. Conclusion: based on the analysis findings and the customers report of ¿catheter resistance during device retrieval¿ was unable to be confirmed. The phenom catheter was returned damaged and cut into multiple piece. A few possible causes for the resistance during r etrieval are but not limited to patient vessel tortuosity, and high friction; however, no root cause could be determined. The report mentions that ¿phenom lot: 231446004 was reported to have resistance in the distal shaft during retraction¿ this was unable to be confirmed as no testing was able to be performed on the damaged device. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate, which could be a potential cause for resistance during advancement or retraction of the implant coil. The phenom-17 was found to be compatible with the axium devices. The reported devices and any accessory devices were prepared, and the catheter was flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 3 axium coils and a phenom had device issues. The patient was undergoing surgery for coil embolization of a spindle-shaped, ruptured right internal carotid-posterior communicating artery (icpc)aneurysm with a max diameter of 11mm and a 7mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Access vessel was the internal carotid artery. It was reported that the axium lot: 230592420 had coil damage/early dislodgement. The coil was removed from the body and collected by microcatheter using a snare. No additional surgical or medical treatment was performed. No deformation or damage to the delivery pusher. There was no resistance during delivery. The coil was not repositioned. Coil dislodgement was attempted. The physician attempted to detach the coil using the instant detacher and manually 2,3 times. The delivery pusher did not rotate inside the patient's body. The device was flushed continuously during the procedure. Axium lot: 230107951 unraveled/extended. There was no resistance during preparation or use. The device was not flushed continuously during the procedure. The coil was not repositioned. Axium lot: 229241522 had stacking occurred within the sheath. Phenom lot: 231446004 was reported to have resistance in the distal shaft during retraction. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that both coil damage and premature dislodgement was confirmed for axium lot: 230592420. The malfunction for axium lot: 230592420 and lot: 230107951 was confirmed to be intravascular. Regarding the phenom, there was resistance when the coil was retracted into the product. Additional information was received stating that the cause of the event was not determined. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. Additional information was received. The coil with lot 230107951 had resistance when being retracted into the phenom. For both pli 10 fc-6-15-3d lot #230592420 and pli 20 fc-6-20-3d lot# 230107951, the coils came out of the introducer sheath smoothly. After removal, coil fc-6-20-3d lot # 230107951 was found to be unraveled, while no kink or damage was observed on the catheter. No other issues were reported that resulted in the observed damage. Additional information was received that 2 of apb-2-3-hx-es were added to complete the procedure.